Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto CPAP device's sound abatement foam. The patient has alleged white particle floating on the humidifier. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a rep dreamstation auto CPAP device's sound abatement foam. The patient previously alleged white particle floating on the humidifier. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found evidence of foam degradation. The manufacturer service center concludes there was visible foam degradation. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.